Event description:
Procedure type: vats lobectomy. According to the reporter: the first cartridge was loaded onto the stapler and it was confirmed that the jaws moved properly. After firing on the pa, the black return knob was retracted, but the jaws would not open. The clamp cover was left on the distal end of cartridge. To remove the device, the procedure was converted to open. After both sides of the pa were ligated, an additional resection was performed using a different device and finally the device was removed. Operating room time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).